Manufacturer narrative:
Additional information was received that the dislodged contacts were stuck in the clik anchor and not in the patient¿s body. Additional suspect medical device component involved in the event: model #: sc-4318, lot #: 18467625, description: clik x anchor. Sc-2317-70 (sn (B)(4)) visual inspection revealed distal electrodes #1-#4 were fractured and torn off. Cables are exposed at the separated section of the lead. Lead diameter couldn't be tested due to the damage and exposed cables in the distal end. Review of the device history record revealed no anomalies. Sc-4318 (ln 18467625) the complaint was not confirmed. Device passed visual (microscope) and x-ray inspection of the clik x anchor. Anchor was dipped in water and it was tested a test lead. The anchor was inserted and removed from the lead without any difficulty.

Event description:
A report was received that during an implant procedure, several contacts of the lead were ripped off.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that during an implant procedure, several contacts of the lead were ripped off.